Event description:
A caller reported a low reading issue with the freestyle libre sensor. The customer obtained a ¿lo¿ (readings less than 40 mg/dl) message with the sensor, which was low when compared to an adc meter result. The customer experienced symptoms of sweating, pain, dizziness, off-balance, and vomiting. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) and a unspecified "bag" via IV as treatment for hyperglycemia. There was no report of death or permanent injury associated with this event. Sensor readings of 64 mg/dl and 66 mg/dl were reported, compared to adc meter results of 214 mg/dl and 214 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.